Manufacturer narrative:
The reported events of noise resulting in oversensing were confirmed. As received, a partial lead was returned in two pieces. A visual examination revealed the outer coil to be bent and compressed with damages to all lumens, the polytetrafluoroethylene (ptfe) liner and the ethylene tetrafluoroethylene (etfe) coating of the ring electrode cables consistent with clavicular crush damage. The cause of the reported events was isolated to damages consistent with clavicular crush damage.

Event description:
Additional information received indicated the right ventricular (rv) lead was explanted and replaced to resolve the event. During the explant procedure, subclavian crush related damage was observed on the rv lead.

Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician suspected lead damage to be the cause of the event, however, this was not confirmed via diagnostic imaging. Lead provocation testing was performed and the noise was not reproducible. No additional intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.